Event description:
It was reported the omnipod 5 system over-delivered insulin; the patient stated that insulin delivery clicks were audible. The patient reportedly had 14.5 units of insulin on board, however, they had removed the pod during insulin delivery so they were unsure of the accuracy of this figure. Their blood glucose level was stated to be 335 mg/dl. No medical assistance was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: data not availableomnipod software app version: data not availableoperating system: data not availablehardware: data not availablecgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.